Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012436, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 12-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6012436". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR)review: the lot 6012436 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 29-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 5c03029 was assembled according to the wi version 29 and manufactured on 28-mar-2025, with a total of (B)(4) units. The lot 5c04848 was assembled according to the wi version 29 and manufactured on 26-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 5c04871 manufactured in the machine mp04, mp08, on 28-mar-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5c04847 manufactured in the machine mp04 on 25-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code idd-pmc05.26 soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient was hospitalized (B)(6) 2025 due to bent infusion set leading to hyperglycemia. The blood glucose level was 350 mg/dl at the time of event and the patient got treated with intravenous insulin drip. The patient have high ketones level. The length of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.